Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead helix was [defective]. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.